Event description:
Customer reported receiving a no delivery alarm and a motor error alarm on the insulin pump. Customer stated that the blood glucose had been running high but that it was due to her situation. She stated that her husband had passed away and that she had been on manual injections. The blood glucose reading was 117 mg/dl. Customer reported that the alarms were resolved by a complete infusion set change. The insulin pump had not been exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.